Event description:
It was reported that during a procedure to treat a perforation in the mid left anterior descending artery, aggressive pre-dilataiton was performed. Multiple balloon inflations were performed and after the pre-dilatation balloon was removed a dissection was noted and cardiac tamponade occurred. A 3.0x19 otw graftmaster stent was implanted. The perforation was sealed and there were no additional complications or adverse events caused by the use of the graftmaster. The graftmaster did not worsen the cardiac tamponade and hypotension as this was pre-existing from when the dissection occurred. Reportedly, the patient expired due to the cardiac tamponade and hypotension in the setting of acute aortic stenosis. This was a very difficult high risk angioplasty case and the graftmaster did not cause or contribute to the patient's death. The graftmaster sealed the coronary vessel and performed as intended. The patient was very unstable to begin with. No additional information was provided. Per abbott quality engineer's analysis, the graftmaster was implanted after the expiration date.

Manufacturer narrative:
(B)(4) - use after expiration. There was no reported device malfunction and the product was not returned to abbott vascular for analysis as it was discarded by the account; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the device history record for this lot was conducted and indicated an expiration date (use by date) of 28-february-2013 and implant procedure date of (B)(6) 2014, which is approximately 12 months post expiration. It should be noted that jostent otw graftmaster instructions for use states: carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date. Based on the information reviewed, there is no indication of a product deficiency.